Manufacturer narrative:
Device evaluation summary: visual inspection shows the device was returned with a suture holding the stopcock in place. The suture was removed and the stopcock separated from the luer fitting. Additional inspection under magnification shows evidence of solvent residue. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the dlp aortic root cannula a with vent line, the stopcock separated from the pressure line. The reporter suspected inadequate glue as the cause of the separation. The surgeon manually reattached and secured the stopcock with a suture. The device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Fdc code updated correction:section d updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.